Event description:
Dexcom cgm sharing data has been down most of today. School nurses, parents, caregivers, etc. Not able to access continuous glucose data on diabetic patients. Dexcom's website does not acknowledge this, it shows all systems are functional.